Event description:
A us distributor reported that a monitor was damaged.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was damaged. Upon investigation the monitor's lcd 200 connector was damaged on the ca board. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.